Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported the patient presented emergently with a ruptured aneurysm. At 14 months post implant the stent graft was removed from the patient and converted to an open conventional surgical repair. No further information is available for this case, after repeated attempts to obtain patient information. The device was discarded. No additional clinical sequelae were reported and the patient is fine.